Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels up to the 500's mg/dl and moderate ketones. After performing supply changes, correction boluses via the pump were delivered to address the bg levels. Reportedly, the contact believed the occlusion alarms were caused by site issues; no additional details regarding this statement were provided. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The contact reported manual injections would be used for insulin therapy.